Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported that their handset had been "compromised" because it has a pin on it. The patient mentioned that someone didn't want them to get my medication and they were no longer living with that person. The patient added the handset had a pin code but the patient did not put it. The patient mentioned they've been in the hospital for about a week due to lack of pain medication with a little bit of hypertension. The patient mentioned when the hospital told the patient to give themself a bolus last[(B)(6) 2026] they noticed the handset needed a pin and the patient didn't know anything about the pin. The patient wanted to know if they were still getting medication even the regular dose. The agent redirected the patient to their managing health care provider (hcp). The patient mentioned they changed their doctor. The agent sent email to patient registration se rvices (prs) to update hcp. The patient was speaking so fast that the agent had a difficult time documenting. The agent sent repair request to replace the handset. Additional information received from a patient indicated that they were expecting the replacement handset tomorrow. The patient stated that they were in withdrawal because their pump was not working. The patient stated that they already spoke with their doctor. The patient stated that they already spoke with their doctor. The patient stated that they were recommended that as soon as the replacement handset arrived, they needed to meet with the rep. The agent had difficulty understanding the patient because they were talking fast. The patient stated that they needed the rep and they went back to the doctor like the previous agent told them but the clinic wouldn't help them because they were not the one who did the implant additional information received from a patient indicated that the replacement resolved the issue and the patient was able to receive a bolus and pair the handset to the pump. The agent reviewed programming information. The patient reported it lost or did not receive a return label. The agent sent a request to repair to replace the return label.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.